Manufacturer narrative:
Concomitant medical products: product ID 4351-35 lot# nht020484n serial# implanted: (B)(6) 2013 explanted: product type lead product ID 4351-35 lot# nht020483n serial# implanted: (B)(6) 2013 explanted: other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4) ubd: 17-jul-2015, UDI#:(B)(4) ; product ID: 4351-35, serial/lot #: nht020483n, ubd: 17-jul-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for gastroparesis. It was reported that the patient was seen by their doctor on (B)(6) 2023 for pain and shocking around their battery site. Patient's doctor turned their rate down, hoping it would reduce the symptoms. Patient is doing a diagnostic lab today as well as reinsulating the leads in surrounding tissue to cover the electrodes, in hopes of reducing any potential shocking they may feel from the leads.

Manufacturer narrative:
Continuation of d10: product ID 4351-35 lot# nht020484n implanted:(B)(6) 2013 product type lead product ID 4351-35 lot# nht020483n implanted: (B)(6) 2013: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the shocking around the battery site was unknown but they noted that they reinsulated the leads on (B)(6) 2023.